Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Low bg cause was not known. The customer received third party assistance from their husband, who reminded the customer to eat and provided glucose tablets, juice, and a candy bar to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.